Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited oversensing, which led to auto mode switch episodes. The lead was capped and replaced. The patient was doing well post procedure.